Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -10.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The surgeon noticed that the lens was broken during implantation. The lens was exchanged for a similar lens during the same surgery. The problem was resolved.